Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. During procedure, when four pulmonary veins were finished, flower shape was changed to the posterior box, due to the space was limited, the farawave catheter became a cobra on the posterior wall, then the wire became stuck. The catheter was replaced and the procedure was completed without patient complications.